Event description:
It was reported that the insulin pump had a blank display and hot battery. The blood glucose reading was 244 mg/dl. The customer stated that at the time of the blank display, he experienced high blood glucose and treated with manual injections. He noted that the battery cap had a spring that looked flatter than normal. A battery replacement did not cause the display to return. After cleaning the battery contacts, the display did return. The insulin pump passed the self test. Advised the customer to monitor the device and that a replacement battery cap would be sent. He also mentioned that the insulin pump alarmed battery out limit due to the batteries having been out of the device for longer than allowed by the insulin pump; advised this was normal device behavior. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.